Event description:
Reportable based on analysis completed on (B)(6) 2012.it was reported that during a percutaneous transluminal angioplasty treatment procedure, the device was unable to cross the lesion. This 2.50x16mm promus element stent delivery system was selected; however the device was unable to cross the lesion. The procedure was completed with an other other of the same device. No patient complications were reported and the patient's status of well.however; device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed proximal stent damage. Proximal stent struts on row one were both stretched and raised. All outer diameter measurements were within specification. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).